Event description:
This report is being filed upon notification from our mr MFR. Pt was having a MRI with the feet first into the magnet. Pads were used to keep sufficient distance between the pt and the coil cable. The exact distance during the examination is not known. After the scan a second degree burn appeared on the hip ( iliac crest region). The burn had a size of 7x4cm and was located close to the bottom of the coil were cable enters the coil.